Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend balloon catheter was intended to be used to treat a non-tortuous, non-calcified lesion with 78% stenosis in the proximal lad. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the balloon burst at 10 atm on the first inflation. The balloon was moved or repositioned prior to the burst. No patient injury is reported. The procedure was completed.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon¿s working length and along the transition shaft. The balloon failed to maintain pressure. Upon visual inspection of the device, there was short tears on the balloon material and catheter, 32.5cm proximal to the distal tip. The tear sites were jagged and uneven at the tear site. If information is provided in the future, a supplemental report will be issued.